Event description:
It was reported that while using bd bactec¿ peds plus¿/ f culture vials (plastic) customer is receiving molecular fp of c. Tropicalis patient had to be redrawn for blood culture. The following information was provided by the initial reporter: customer states they are receiving molecular fp of c. Tropicalis.

Manufacturer narrative:
H.6. Investigation summary: customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. No trend identified for batch. Complaint is unconfirmed based on retention samples and batch history record review results.

Event description:
It was reported that while using bd bactec¿ peds plus¿ f culture vials plastic customer is receiving molecular fp of c. Tropicalis patient had to be redrawn for blood culture. The following information was provided by the initial reporter: customer states they are receiving molecular fp of c. Tropicalis

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.